Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. The balloon was loosely folded and at 4mm from the proximal edge of the proximal markerband, the guidewire lumen was separated, and the balloon was separated in forms of a full circumferential tear. The end of the remaining balloon and guidewire lumen were sharp and jagged which indicates the device was likely cut. There were no signs of stretch to the balloon indicative of a burst. The device was returned incomplete as the distal portion of the balloon, guidewire lumen, distal markerband and tip of the device was not returned. Product analysis confirmed the device damage, as the device was returned incomplete, the balloon has a full circumferential tear and guidewire lumen separation. The circumferential tear and separation also indicate that the device was likely cut due to an interaction with device user as the edges of the separation were sharp and jagged.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that inflation was performed one time at nominal pressure. The devices were removed completely from the body. It was further reported that the first balloon ruptured on the second inflation for 5 seconds and not on the first inflation as previously reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that inflation was performed one time at nominal pressure. The devices were removed completely from the body.